Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 269536/13650939.

Event description:
It was reported that the patient underwent an scs explant procedure for an unknown reason. The explanted devices will not be returned. No further information could be obtained.